Event description:
A surgeon reported a patient with an unexpected postoperative refraction following bilateral intraocular lens (iol) implant procedures. Additional information has been requested. There are two medical device reports associated with this event. This report is for the left eye. The right eye was previously reported under manufacturer report number 1119421-2012-01478.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account to properly complete an investigation. Attempts have been made to obtain additional information. A completed questionnaire has not been received. (B)(4).